Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp), manifold test failed. There was no harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, d5, g2, h2,h11, h6. (Type of investigation, investigation findings, health effect ¿ impact codes, component codes, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the manifold test failed and device was not returned to the customer upon initial visit. Upon another visit, the tidal volume disk (0202-00-0142) was replaced and all manifold test passed. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) manifold test failed. There was no patient involvement and no injury or harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, b6, b7, d10, e1 (initial reporter and event site email), h6 (type of investigation).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d9 (return to manufacture date), e4. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the manifold test failed and device was not returned to the customer upon initial visit. Upon another visit, the tidal volume disk (0202-00-0142) was replaced and all manifold test passed. Device passed the performance and safety checks according to factory specifications. The following was performed by the technician of the maquet failure analysis and testing fat department wayne nj. The failure analysis and testing department received the following part associated with this complaint pn 0202000142 sn (B)(6) tidal volume disk this part was received with a reported unit failure message of failed all manifold test the failure analysis and testing dept performed a visual inspection and the part looks in good condition to investigate with cardiosave test fixture installed tidal volume disk into the cardiosave test fixture sn (B)(6) and tested to the cardiosave service manual pn 0070000639 revision r performed all manifold leak tests and failed with result of leak diff pre 189mmhg the fat dept verified the failure message of failed all manifold leak test tidal volume disk failed testing retaining tidal volume disk in the fat dept per procedure 000207d008 rev au.

Event description:
N/a.